Event description:
It was reported that a spectrum infusion pump had an unintentional dose rate change during an infusion in the oncology care area. The pump was said to been infusing magnesium sulfate (as a secondary infusion) at a rate of 35ml/hr over a 4 hour time period. However, an hour and 45 minutes after the infusion began, the pump was alarm "infusion complete" and was said to have over-unfused the magnesium sulfate. It was also reported that there was on pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval could not confirm not reproduce the reported over infusion. The device passed all flow rate tests under multiple conditions and was found to be within spec. The likely cause for the over-infusion was an operator programming error. The device was recalibrated to ensure proper functioning.